Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the reason for return as "burning during use". There were no injuries reported as a result of this event.

Manufacturer narrative:
The pre-repair temperature confirmed the overheating and stopped the test after 10 seconds with a temperature of 140+ degrees fahrenheit at the nose. The evaluation found the nose cone bearings were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the reason for return as "burning during use". There were no injuries reported as a result of this event.